Event description:
Reported complaint: on 8/24/07 an email was received from dr. (Anesthesiologist). The email was addressed to general sales inquiries at our us sales office and was therefore treated as a sales enquiry at that time. The email requested that someone call him with regards to the esophageal doppler monitor. It was not until 8/30/07 that a call was made in response to the enquiry and it became apparent that it related to a possible medical device alert. The call was made by deltex medicals' us sales mgr to dr. In order to obtain more details concerning the incident for FDA medwatch reporting purposes. Deltex medical device associated with adverse incident: we wish to make it clear that the product code ep-90 (sales product code 9050-7001) is a variant distributed in the USA. Deltex medical ltd does not at this time accept causality for this incident. Circumstances of the incident: the following is our current understanding of events: from the details obtained from dr and the copy of the medwatch report received on 9/20/07 it is uncertain whether an esophageal perforation actually occurred in the alleged incident. Nor do the details obtained provide any evidence of causal link to the cardioq probe used in this pt. We are however, advising under our regulatory obligations as a MFR. The incident is reported to have occurred in the or during an open reduction of an ankle fracture on a female. The pt had no history of obstructive pulmonary disease and no nasogastric (ng) tube was involved in the procedure. The doppler probe was placed secondary to a questionable volume status during the surgery and the pt's blood pressure dropped following the uneventful or procedure and prior to the pt complaining of chest pains. Twenty-four hours after the procedure, the pt developed pneumomediastinum and the event was attributed to an esophageal perforation; however, no open perforation was subsequently found. Our us sales mgr telephoned dr. On 8/30/07 to ascertain whether any medical intervention was conducted. Dr. Stated that the pt underwent an endoscopy 24 hours following surgery and observed what looked like a lesion, but there was no perforation of the esophagus. We were advised that a medwatch report was submitted to the FDA on the 21 august 07 and a copy of this was requested for our files and compilation of our own medwatch report. We received a copy of this report on 20 september 07. We were also advised on 8/30/07 that the cardiac team had come to the conclusion that esophageal perforation had occurred by process of elimination, and that the perforation was so small that "it closed on its own" and no medical intervention was required. We have no reports of what other conditions were considered and discounted as the cause of the chest pain e.g. Myocardial infarction. Reading the medwatch report we see the suspected tear was observed to be healed and that three clips were placed over its length. We are surprised that had the tear occurred during insertion of the esophageal probe that it would have healed within 24 hours, particularly as the pt is reported to have been on long term prednisolone. Prednisolone is known to increase healing time. We also note that a mallory-weiss tear was found just above the gatroesophageal junction. Mallory-weiss tears are associated with bleeding from the mucosa at the junction of the stomach and esophagus, usually caused by severe retching, coughing, or vomiting. It is often associated with alcoholism and eating disorders and there is some evidence that presence of a hiatus hernia is a required predisposing condition. We are not aware of any evidence that a mallory-weiss tear has been associated with esophageal probe insertion and would expect the location of such tears to be beyond the reach of the probe tip when inserted correctly. Pt condition: our current understanding is that the pt made a full recovery.

Manufacturer narrative:
Initial conclusion: two aspects remain unclear to us; first, how it was concluded that the pneumomediastinum resulted from a perforation of the esophagus and second, in the absence of any conclusive physical evidence, how it was concluded that there had been a perforation of the esophagus by the probe. Perforation of the esophagus resulting in pneumomediastinum is an exceedingly rare potential event. The pt may have had a bronchospasm, which is known to precipitate pneumomediastinum if severe and could occur without a history of copd. If there was a perforation, it is surprising that it healed so quickly considering corticosteroids slow wound healing. Deltex medical does not at this time accept causaliy for this adverse incident.